Event description:
Customer reported that he had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 380 mg/dl. Customer stated that his insulin pump was alarming button error and had a frozen display. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery alarm test due to alarms. All buttons function properly. No button error alarms noted. However, moisture damage was noted on keypad traces during visual inspection. No frozen display anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.